Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due to oversensing of noise with sensing integrity counter (sic) episodes. A follow up with the patient¿s healthcare provider yielded that the patient underwent surgery and the device detected electrocautery electromagnetic interference (emi) that was used during the surgery. The device was interrogated to clear the alert. The device remains in use. No patient complications have been reported as a result of this event.